Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir experienced an anomaly. The customer stated that he was trying to change the reservoir and found that the needle bit was not sitting properly. The caller stated that he was advised to degas the insulin. He also reported having an air bubble anomaly in the reservoir, as well as insulin leaking from the reservoir. The customer stated that the reservoirs were used. The caller did not know the blood glucose reading. The customer reported that the leak was past the reservoir's first o-ring. The customer was advised to change the reservoir. The customer's husband requested replacement of the reservoir and declined troubleshooting assistance for the air bubble anomaly, as no air bubbles were present at the time of the leak issue. The customer was advised to replace the reservoirs and agreed to return the device for analysis.